Manufacturer narrative:
The same adverse event in this report has been reported to the FDA separately by the initial importer, (B)(4), under report number (B)(4). The dentist refused to disclose information about the patient other than their sex. The handpiece involved in the adverse event will not be returned to the manufacturer for investigation because a distributor in (B)(4) repaired the device after the second event and returned the device to the user. Due to the device not being returned from the distributor, nakanishi examined the device history record (DHR) for the subject z95l device [serial no. (B)(4)]. As a result of the examination, nakanishi found that the DHR indicated that no problems occurred during manufacturing and testing of the subject device.

Event description:
On april 24, 2021, nakanishi became aware of a handpiece overheating through a complaint input into the complaint database by a distributor (B)(4). According to the complaint, two patients were involved with the device. Therefore, nakanishi is submitting two separate mdrs for the two patients. The details about the first patient are as follows. The event occurred on (B)(6) 2021. The dentist was performing a crown preparation for #46 of the patient's teeth using the z95l handpiece (serial no. (B)(4). The patient was under anesthesia administered by mandibular block injection. During the procedure, the handpiece overheated and burned the lower right inner lip of the patient. The dentist determined that no special medical attention for the injury was required and there were no complications reported as a result of the injury.